Event description:
It was reported that the user experienced persistent hyperglycemia after an infusion set supply change, with a fingerstick blood glucose of 455 mg/dl and continued elevated readings despite an injection, leading to temporary disconnection from the ilet and transition to multiple daily injections per healthcare provider guidance; the user later resumed ilet use without issue. Symptoms included hyperglycemia, sweating, nausea, and vomiting. Outcomes included no lasting health consequences or impact. Troubleshooting and education were completed, including guidance to change supplies, disconnect from the device, and administer subcutaneous insulin, which reduced blood glucose. Investigation included review of user-reported infusion set status, with the removed set appearing normal and no bent cannula observed. Investigation of this case revealed no confirmed device or component malfunction and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.